Event description:
Report received of an independent rate change. It was reported that when the nurse entered a rate of 125 ml/hr, the pump would change the rate to 100 ml/hr when the start button was pushed. The pump was not taken out of clinical service. There was no reported adverse pt sequela associated with the experienced rate change. Though requested, no further info was received.